Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was discharged from the hospital 15 days after the event onset. At the time of report, the antibiotic treatment were still ongoing and the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with vancomycin injection (2 gm, ongoing, route, frequency not reported) and meropenem injection (1 gm, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.